Event description:
It was reported that during an esophagectomy procedure, white smoke reeked up from the device during actuation. Then the tissue pad was detached off inside the pt's body. The fallen piece was retrieved. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 04/06/2009. Info anticipated, but unavailable at this time.